Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had hair line crack and did not working. Customer's blood glucose level was unknown. Troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to backup plan and will need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with cracked lcd window and cracked case display window corner.